Event description:
A pulsar-18 stent system was chosen for treatment of the sfa. During deployment only 1/3 of the stent could be released. Finally, a balloon was used to place the stent in the artery.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the retractable shaft has separated from the bushing which is connected to the pull wire being intended to release the stent. This most likely occurred during intervention when it was attempted to release the stent. Scanning electron microscope analysis was done and revealed a small amount of remaining glue at the bushing of the complaint instrument compared to the bushing of six reference instruments. This finding indicates that that the root cause for the complaint event is most likely related to the manufacturing process of a sub assembly manufactured by a supplier. The stent has been released in the patient body and was not returned for analysis. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes. The supplier of the affected sub assembly was informed about the complaint.